Event description:
On (B)(6) 2012 the patient was having brackets removed, the plier being used broke and caused a horizontal fracture on tooth number 12. The tooth was temporary fixed and the patient was sent to the (B)(6) medical center of the university of (B)(6) where a root canal treatment was performed on tooth.